Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, it was noticed that the lens had a scratch on it. According to the additional information received, the lens was removed in an initial procedure. The surgery was performed in right eye. There was no patient harm.